Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was removed because internal threads were crossed threaded.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number cmp-(B)(4). The reported device was returned for investigation. Visual evaluation of the returned product found healing collar unable to assemble with implant. Blood presence at implant internal threads. Functional testing showed healing collar could not assemble with implant. No pre-existing conditions were noted on the product experience report (per). The reported device had been placed on tooth #10. X-ray or picture image was not provided. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that the implant was removed because internal threads were crossed threaded. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes', h6: evaluation codes , h10: additional narrative.